Manufacturer narrative:
The field service engineer found the that spring holder and the spring for the cell rinse nozzle were replaced. The investigation determined that the event was consistent with a maintenance issue. The service actions solved the issue.

Event description:
We received an allegation of questionable result for 1 patient sample tested with calcium (ca) assay on a cobas 8000 c702 module. Initial result: 1.22 mmol/l. Rerun result : 2.4 mmol/l. No questionable result was reported outside of the laboratory. The calcium reagent lot number and the expiration date were not provided.